Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2011, the day following the sparc implant, the plaintiff went to the ER with increasing abdominal/pelvic region pain that did not radiate. The plaintiff was diagnosed with acute urinary retention and hypertension. The suprapubic catheter was in place with approx. 150ml of green drainage in the bag. A bladder scan showed 248 ml of residual urine in the bladder. CT scan noted the suprapubic catheter appeared to be misplaced and not in the bladder. A foley catheter was inserted and 700 cc of urine was obtained. No further pt complications were reported in relation to this event.

Manufacturer narrative:
Lawyer filed report - (B)(6).